Event description:
Olympus was informed that on (B)(6) 2013 the colonoscope referenced in this report was cultured as part of the facility's routine surveillance testing. The scope was reprocessed in a steris system 1e prior to conducting the test, and on (B)(6) 2013, the test results indicated that the colonoscope tested positive for (B)(6). However, the colonoscope was used on 6 pts since then. The 6 pts were potentially exposed to the said microorganism.

Manufacturer narrative:
The colonoscope was sent to an offsite laboratory for microbiological testing. The device did not grow any microorganisms. Following the microbiological testing the device was returned to olympus for physical eval. The channel pipe opening, auxiliary channel, biopsy channel, channel mount unit, suction cylinder unit, and air/water cylinder were examined with a boroscope and white residue and debris was found. In additional, there were small bumps on the biopsy channel at the bending section. The device was inspected and returned to the user facility. As part of our investigation with this report, an olympus endoscopy support specialist (ess) visited the user facility to observe the user facility's reprocessing practices and provided reprocessing training per the user facility's request. During the onsite visit the ess observed that the user facility staff was not performing alcohol flush in the reprocessor or manually. The exact cause of the user's report could not be conclusively determined; however, the automated endoscope processor with the colonoscope could not be ruled out as a contributory factor to the reported event.